Event description:
Healthcare professional reported via company representative an unknown side suspected alcl and seroma. No histopathological markers have been provided. Device remains implanted.

Manufacturer narrative:
Continued e1 (facility name): (B)(6) hospital. The events of seroma-late, lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected. No histopathological markers have been provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional doctor name: dr. (B)(6). Contact information not provided.

Event description:
Device has been explanted.

Manufacturer narrative:
Diagnosis of alcl: (B)(6) 2023, stage I bia-alcl. The events of seroma-late, lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side bia-alcl confirmed and seroma. Device was explanted. Pathological markers: cd30+ and alk- were provided.